Event description:
Clinical study. It was reported 1437 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt presented with a myocardial infarction and subsequent reintervention. The index procedure treated the 95% stenosed 2.5x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of a 2.50x24 taxus liberte drug eluting stent resulting in 0% stenosis. The pt was discharged the same day on aspirin and clopidogrel. About 1437 days following the index procedure, the pt was admitted into the hosp following episodes of chest pain the prior evening. Chest pain was relieved with sublingual nitroglycerin spray. The pt awoke in the morning with more pain which was relieved by two sublingual nitroglycerin sprays. The pt then presented to the emergency room for further eval. ECG showed sinus rhythm with right axis, possible left posterior fascicular block and slow r wave progression. Cardiac enzymes did meet the protocol definition for an mi. On day 1442, the pt underwent a coronary artery bypass graft x2 consisting of lima to the lad and a vein graft to the distal right coronary artery (rca). The pt was transfused with packed red cells for hypotension. He continued on warfarin secondary to left ventricular aneurysm. On day 1444, chest x-ray showed small bilateral pleural effusions and minimal atelectasis. On day 1448, the pt was discharged on asa, clopidogrel and warfarin. Per the physician, the event relation to the device was listed as "unrelated">

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical treading, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.